Event description:
It was reported that this pacemaker was unable to be interrogated. Further evaluation is expected to be completed at the next follow up appointment. This device remains in service. No adverse patient effects were reported.